Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU also instruct the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.

Event description:
It was reported a 6f angio-seal vip was deployed and hemostasis was achieved. Later a hematoma developed. The patient experienced an ischemic right leg caused by an occlusion of the right femoral artery. The patient underwent surgical intervention to restore blood flow. A pre-deployment femoral angiogram was not performed. The deploying physician was being trained on the angio-seal at the time of the incident. The patient was reported to be okay after the surgical intervention. The patient was taking prescribed anti-coagulants, type and dose unk.